Manufacturer narrative:
The autopulse li-ion battery in complaint was returned to zoll on (B)(6) 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the fully charged autopulse li-ion battery (s/n (B)(4) did not turn on an autopulse platform. The battery's status indicator showed 4 steady green leds, indicating the full charge. The customer tested the reported battery in multiple autopulse platforms, but the same issue was observed. No patient involvement.

Manufacturer narrative:
The zoll autopulse li-ion battery failure mode and serial number 11620 reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.